Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
The customer reported the unit is down. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The customer is requesting an onsite evaluation.

Manufacturer narrative:
G4: 05mar2021. B4: 03apr2021. The device was evaluated remotely by a (rse) and confirmed with customer "primary alarm failed." The customer confirmed the unit was being set up for use when the even occurred. There was no delay of therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:14apr2021. B4:20apr2021. The device was not evaluated remotely by the remote service engineer (rse) since the customer was unable to locate the unit during the initial call. After reaching out to the customer directly, it was indicated that the malfunction was believed to be a primary alarm failure. Numerous attempts to obtain additional evaluation and repair details have yielded no response from the customer. A philips field service engineer (fse) also attempted to contact the customer to schedule on-site evaluation, however, the customer could not be reached. It is unknown if any repairs have been performed. No further information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.